Event description:
Re-treatment of a large saccular aneurysm measuring approximately 11mm x 9mm located in the supraclinoid segment of the left ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (4.25mm x 14mm) could not be released from the capture coil. The pipeline was removed from the patient and another pipeline was implanted without issues.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was returned opened and released from the capture coil; however, the capture coil and braids were found to be damaged and may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).